Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly is out of electrical specification. Analysis also found the lower case is broken. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench and functional testing revealed no anomalies. Conclusion: could not confirm the failure seen during service and repair of the event.